Event description:
It was reported a large volume infusor over infused. The expected infusion time was 46 hours; however, the infusion completed at 19 hours and 37 minutes. The set was filled with fluorouracil and diluted with saline for a total volume of 230ml. The patient experienced nausea, vomiting, abdominal cramps, confusion, and weakness at home. The patient went to the emergency room and was admitted to the intensive care unit in a comatose state. The patient is recovering. No further information was available at the time of this report.

Manufacturer narrative:
H4: the device was manufactured between 05sep2023 and 06sep2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.